Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted particulate matter inside the barrel of the syringe. The particle was generated during the insertion of the needle through the rubber stopper. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that rubber from a floseal thrombin was cored when the syringe was inserted. There was no patient involvement. No additional information is available.